Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via remote transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. It was later noted that programming changes were not made and the patient is stable at home. The device remains implanted.

Event description:
New information notes that another instance of non-sustained rv oversensing was observed. Programming changes were made and the patient is stable.